Manufacturer narrative:
Per the clinic, the infection was treated with oral antibiotics. This report is submitted on october 16, 2020.

Manufacturer narrative:
This report is submitted on 23 november 2020.

Manufacturer narrative:
This report is submitted on 8 september 2020.

Event description:
It was reported that the patient experienced infection, pain and non-auditory sensations resulting in explant of the device on (B)(6) 2020. The patient was not re-implanted with a new device.